Manufacturer narrative:
(B)(4)

Event description:
It was reported the lead was capped due to an undefined suspected malfunction. The inactive lead was later explanted two years later. No further information is available.